Manufacturer narrative:
Pump passed the displacement test. However, pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due cold solder joint on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.